Event description:
Patient reported left side "rupture", "hyperproteic fluid", "pain and discomfort", "deformity", and "recall." Healthcare professional additionally reported "baker grade iii." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture, baker grade iii" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, seroma-late, device rupture.

Event description:
Patient reported left side "rupture", "hyperproteic fluid", "pain and discomfort", "deformity", and "recall." It was additionally reported "baker grade iii" via MRI the device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.3a., a.4., a.5., b.5., d.6b., h.6.